Event description:
A customer reported experiencing a cartridge alarm, specifically alarm 20, multiple times. The customer's blood glucose level did not exceed 500 mg/dl, indicating it remained within safe limits. To resolve the issue, technical support decided to replace the customer's pump. The customer was instructed on returning the faulty pump and advised on the procedures when receiving the replacement. The customer acknowledged and understood all instructions.